Event description:
I purchased a abbott freestyle libre continuous glucose monitor. The box says it can tell you glucose reading with a "reader" or an app. The app was not compatible with my phone (the ios was to updated, so abbott is not updating their software) and the reader has not been made for two years according to the abbott customer care team. I paid (B)(4) for two sensors that I cannot use because I can't get a reader and the app doesn't work with my phone. The box specifically says that this is designed to work with the app. I feel like the product is misleading and false. Customer care did not resolve the issue for me. Track blood glucose.